Event description:
The instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or seriousi njury was associated with this incindent. This report corresponds to ortho clinical diagnostics inc.